Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that due to damage on switch box, all switches did not work. The grip had a scratch and the forceps channel port had a scratch. There was a scratch on the switch box, a scratch on the right/left knob and a scratch on the up/down knob. The scope connector cover unit had a scratch. The sheet holder unit had corrosion due to water leakage. The connecting tube had coating peeled. The universal cord had coating peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the glue between distal end and server plug-in was cracked. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed cracked adhesive between server plug-in (z-block) and tip could not be determined, however, the issue was likely the result of adhesive deterioration due to physical and or chemical stress, and or influence of the storage environment. The event may be detected/prevented by following the instructions sections below: operation manual: important information ¿ please read before use: warnings and cautions reprocessing manual: 3.1 compatibility summary. Reprocessing manual: chapter 8 storage and disposal. Olympus will continue to monitor field performance for this device.